Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer declined a pump replacement and preferred to reset the pump, reporting at least three occurrences of the same malfunction. Technical support assisted the customer with resetting the pump, and no recurrence of the malfunction code was observed after the reset. The customer was advised to continue using the pump and to contact support if any further issues arose, which the caller acknowledged and understood.